Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing was removed from the needleless connector for labs when the spin collar cracked. A second set was attached and it occurred with this one as well. Each tubing was connected for 12 hours or less without the use of curos caps. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the spin collar cracked was confirmed. Visual inspection: the damaged collar of the male luer trifurcated adapter was received but was not attached to the set. A vertical crack (in direction of fluid flow) was observed extending from end to end of the collar at approximately the opposite side of the molding injection gate. The proximal/base portion of the collar had broken off in two pieces from the rest of the collar. Multiple stress lines and white stress marks were observed in several areas around the collar and base of the crack. No other anomalies or signs of damage were noted on the remainder of the set. The root cause that the spin collar cracked was not identified.

Event description:
The customer reported that the tubing was removed from the needleless connector for labs when the spin collar cracked. A second set was attached and it occurred with this one as well. Each tubing was connected for 12 hours or less without the use of curos caps. There was no report of patient harm.